Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had two months remaining and during the current check it showed ten months battery remaining. The field representative did not have a data which was difficult to determine the longevity drop. As of this time, this device remains in service. No adverse patient effects were reported.